Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 240 (mg/dl). A bolus was delivered to address bg levels. Reportedly, multiple button alarms occurred. The customer was reminded to keep items from pressing against the wake button for extended periods of time.